Event description:
A physician reported a pt who was skin tested on october 28, 1997 on the right forearm. The pt was examined by the physician on november 6, 1997, and it was noted the injection site was red and indurated; the exact date of onset was not known. The physician diagnosed a hypersensitivity; no medical or surgical intervention was prescribed. On december 22, 1997, the pt was examined by the physician, who noted that the test site remained red and indurated. The physician injected the site with intralesional kenalog. No further medical or surgical intervention was planned or prescribed.